Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for ink splatter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and ink splatter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® edta 2k had foreign matter on it. This occurred on 2 occasions before use. The following information was provided by the initial reporter: black smear on the shield.